Event description:
Insert was labeled as large but was actually medium. Mating parts could not be inserted and surgery was delayed while another device was found. No adverse consequences for the pt were reported.